Event description:
This event was reported as valve explanted. Op report rec'd stated reason for explant was severe acute hemorrhage, 36 hrs after valve implant; no conclusion in op report as to what caused bleeding. No response to phone inquiries and letter to surgeon inquiring if device caused or contributed to serious injury. This event being reported due to no reasonable conclusion could be drawn that the product did, or did not, cause or contribute to serious injury (hemorrhage).